Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronics assembly. No battery out of limit alarm could be verified due to a blank display. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
Customer's husband reports that customer experienced a blank display screen. Customer's blood glucose was 204 mg/dl. During troubleshooting, it was found that insulin pump shows no signs of physical damage, insulin pump has not been exposed to moisture; contacts on battery cap are not missing; battery compartment is not damaged or corroded. After troubleshooting, display screen did not return, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.